Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries, serious injury [injury]. Case description: an attorney reported that their adult male client, now (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip original denture adhesive, unspecified total daily uses beginning 1990 through 2010, and reported the following: profound and permanent neurological injuries and severe and permanent physical injuries, serious injuries. Health care professional was visited. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. The consumer discontinued use of the products. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.